Manufacturer narrative:
(B)(4). Additional information was received which clarified some of the information for the reported event. Although the additional information alleges that the patient experienced a stroke, it did not indicate that the patient is deceased as it was previously reported. Additional information has been requested in order to further clarify this patient experience and it will be submitted upon receipt accordingly. This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-13709 and 1225714-2014-13710.

Event description:
The additional information noted that the patient experienced a stroke.

Manufacturer narrative:
The hardcopy 3500a form MFR report #1225714-2014-13710 (instead of 1225714-2014-01236). Follow-up # 001 was timely submitted on 02/15/2016 to the (B)(4), stamped 02/15/2016, and returned to fresenius medical care with a cover letter dated 02/17/2016 stating the paper MDR submission was not accepted. This report is being resubmitted electronically per 21 cfr part 803.56.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified injury and or death on (B)(6) 2012 after use of the product.